Event description:
It was reported that the insulin pump was not accepting the customer's blood glucose numbers. The insulin pump vibrated and was in threshold suspend for two hours. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.